Manufacturer narrative:
G4: 09oct2019; b4: 09oct2019. Information was received that the service engineer (se) inspected the device. The se found no error codes in the ventilator diagnostic logs but found that the hospital has high oxygen supply pressure. The se reduced the oxygen supply pressure to address the reported issue and the ventilator was return to use. No patient information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator was unable to supply oxygen. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
It was reported that the ventilator was unable to supply oxygen. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.